Event description:
Boston scientific crm received information that this field representative (fr) reported this device battery indictor stated 4.5 years remaining, then four days later stated 2.5 years remaining. Technical services (ts) was contacted and stated the device battery makes adjustments due to programming changes over time and pacing requirements. The patient went from 20 percent paced to 100 percent paced and this can cause the longevity estimates to decrease due to the increased use of pacing.

Manufacturer narrative:
As of this report, the device remains in service. Should additional information become available, this event would be updated.